Event description:
It was reported that the device was explanted and replaced. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to oversensing. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.